Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Sex/gender: unknown/ not provided. Date of event: unknown, not provided; best estimate is between (B)(6) 2018 and (B)(6) 2019. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 25.5 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2018 and was later explanted on (B)(6) 2019. Plano was not achieved, goal -2.0, but got -5.0 post-operatively. Patient could not tolerate myopia/anisometropia. Lasik was performed and ora (ocular response analyzer) verification was completed. A same model lens was used for the replacement and the incision was enlarged. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed two (2) additional investigation requests (irs) for the same production order due to cartridge crack, cosmetic, damaged component. These 2 irs were not confirmed as manufacturing error and not related to the reported event. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.